Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 80% stenosed lesion being treated was located in the severely calcified, moderately tortuous left circumflex (lcx) artery. The lesion was predilated with a 3.5x15 mm sprinter balloon. The 4.00x24 mm taxus express2 drug eluting stent was unable to cross the lesion. During withdrawal the stent came off the balloon. The stent was inserted and removed in excess of 10 times prior to the event. The physician was able to retrieve the stent with biopsy forceps. No add'l pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.